Event description:
It was reported that during peritoneal dialysis (pd) therapy with the homechoice (hc) device a use error occurred due to the reuse of single use supplies. The customer contacted baxter technical service to request assistance with a system error (se) 2084 (fail safe shut down) and se 2265 (fail safe shut down) and a caution negative ultra filtration (uf) (incomplete drain) alarm which occurred on the hc during fill 2 of 6 of pd therapy. The solution bags were empty. The technical service representative (tsr) told the caller to review the therapy log to see if the previous therapy may have been ended and restarted with the same supplies as the bags were empty. The caller would call back if there were any problems or questions. There was patient involvement, but no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused.